Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician attempted to insert another manufacturer's guidewire into the 3max but was unsuccessful. The physician then flushed the devices and inserted the distal end of the guidewire into the distal tip of the 3max successfully. Next, another attempt was made to insert the guidewire into the 3max but resistance was encountered and complete insertion was again unsuccessful. The physician then switched out the guidewire for a new one and attempted to insert it into the 3max but was still unsuccessful. Therefore, the procedure was successfully completed using a new 3max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Two penumbra system 3max reperfusion catheters (3max) and a non-penumbra guidewire were returned for evaluation. Result: there was no visible damage to the 3maxs. Resistance was encountered upon advancing the non-penumbra guidewire approximately 60.0 cm into both 3maxs. A 0.035¿ mandrel was inserted into the hub of both 3maxs and advanced out of the distal tip without issue each time. The 3maxs were deemed functional. Conclusion: evaluation of the returned devices revealed a 0.035¿ mandrel could be successfully advanced into the hubs and out of the distal tips of both 3maxs without issue. The non-penumbra guidewire had a shaped tip and was unable to advance through a region of the 3max that tapers to a smaller inner diameter (ID), located approximately 60.0 cm from the hub of the 3max. The guidewire may have gotten caught on the inner lumen of the 3max and prolapsed onto itself upon reaching the segment with the decreasing ID. 3maxs are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.